Event description:
No new information

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unknown bd connecta plus3 white leaked the following information was provided by the initial reporter: (B)(6) 2023 at the time of surgery, the anaesthetist was administering anaesthesia to the patient and when refilling the medication, he noticed that this consumable was leaking and could no longer be used, it was immediately replaced with a new tee and did not impact on the patient's surgery.